Event description:
Bed wetting alarm was purchased new from (B)(6). The bed wetting alarm came with batteries and when put inside the device, it starts clicking and getting warm. About 30-45 mins later, the device gets so hot that it is hard to even hold it in the hand let alone place it on a child's body. The product is either defective or malfunctioning. Tried replacing batteries, but the same thing happened. Not used, returned back to seller.